Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke during use. The broken piece was retrieved and no injury resulted.

Manufacturer narrative:
The tip is missing totally 6.10mm measured from 18mm point with measuring gauge mitutoyo model # cd 15cpx valid to (B)(6) 2018. No smooth breakage, melted. Breakage due to thermal influence. We considered this misuse. Test of unused product passed the safety and mechanical test. No fault found on unused instruments.